Manufacturer narrative:
On (B)(4) 2011, the activ.a.c. Therapy device was tested per quality control procedures by kci field service. The device passed qc checks and met specifications. On (B)(6) 2011, the unit was placed with the pt. On (B)(4) 2012, the unit was returned to the kci service center for device evaluation. The unit was tested per quality control procedures. The device passed quality control and met specifications. Device labeling, available in print and online, states: with or without using v.a.c. Therapy, certain patients are at high risk of complications. The following types of pts are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Pts who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastamoses or grafts)/organ. Infection, trauma, radiation, pts without adequate wound hemostasis, pts who have been administered anticoagulants or platelet aggregation inhibitors. Pts who do not have adequate tissue coverage over vascular structures. If v.a.c. Therapy is prescribed for pts who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c. Therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c. Therapy, leave dressing in place, take measures to stop the bleeding, and seek immediate medical assistance. The v.a.c. Therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. If dressings adheres to wound, consider introducing sterile water or normal saline into the dressing, waiting 15-30 minutes, then gently removing the dressing from the wound. Consider placing a single layer, wide-meshed, non-adherent material prior to placement of the v.a.c. Foam dressing. Always ensure that v.a.c. Foam dressings do not come in direct contact with vessels or organs. Device labeling in print and online, states: use of a thick layer of natural tissue should provide the most effective protection. If a thick layer of natural tissue is not available or is not surgically possible, multiple layers of fine-meshed, non-adherent material, or bioengineered tissue may be considered as an alternative, if deemed by the treating physician to provide a complete protective barrier. If using non-adherent materials, ensure that they are secured in a manner as to maintain their protective position throughout therapy. Consideration should also be given to the negative pressure setting and therapy mode used when initiating therapy. Caution should be taken when treating large wounds that may contain hidden vessels, which may not be readily apparent. The pt should be closely monitored for bleeding in a care setting deemed appropriate by the treating physician.

Event description:
The following info was reported to kci by nurse the: on (B)(6) 2011, the wound care center nurse conducted a routine dressing change of granufoam dressing on the left lateral thigh wound. When the nurse removed the dressing the granufoam dressing had adhered to the base of the wound in two areas. When the nurse attempted to remove the granufoam dressing, the wound bed started bleeding. Since the nurse was not able to stop the bleeding, a pressure dressing was applied to the wound. The pt was then taken to the emergency room. The physician sutured a blood vessel in order to stop the bleeding.